Manufacturer narrative:
Retainer black. Device was returned for unresponsive keypad, moisture damage inside of the battery compartment, and stuck button alarm near (B)(6) 2021 (event date). The following will be performed: if the insulin pump was returned for stuck button alarm: download the pump trace/history files utilizing thus and then review the trace/history files for pump error 61 (stuck button) alarm. Record the date and time of the alarm near or on the event date if present in the history files. Verify that all buttons are functional and perform the self test, displacement test, and keypad voltage test. If unresponsive buttons or stuck button alarm occurred during testing determine the root cause. Perform a visual inspection of the electronic assembly, motor, force sensor keypad assembly, keypad dome switches and keypad flex tail for physical damage or moisture damage. Conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. Device passed the self test, displacement test, and keypad voltage test. All buttons are responding properly. Successfully downloaded the trace/history files using thus. No stuck button alarm noted during testing however, one (1) stuck button alarm was found in the history files on (B)(6) 2021 (event date) at 19:23. No damage or moisture found on the keypad assembly however, moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor was found during visual inspection. The keypad connector on j1/pcb 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, stained serial number label, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails, and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they tried to cleared alarm but buttons was responding. Customer stated that they had change battery cap but screen would not came up. Customer stated that battery compartment was exposed with moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis